Event description:
This is the first of four reports for the same office. A dentist called and said that he uses relyx luting cement by 3m and gluma desensitizer and has used calm-it desensitizer by caulk. He said that he has had crowns and bridges debond over the years and has contacted 3m in the past about it. He said he has sent them many pictures but has not received a response from them. He said that dentsply has both a (B)(4) containing desensitizer. He said that their desensitizer differs in that it does not recommend rinsing like gluma and the cement carries a contraindication not to use with (B)(4) containing desensitizers. He said that all of the debonded restorations have 100% of the cement inside the restoration. He said that this is due to there being no chemical bond, only mechanical bond. He said he wants a warning in the labeling about this. He said that 3m has not done this and he would like to see heraeus do this so that others do not have the debonding issues he has experienced. He said that the restorations debond between 1.5 years to 7 years post cementation. He said that all debonding have occurred with unroot-canal treated teeth. He said that he does not experience debonding with root-canal treated teeth but then he never uses a desensitizer with these restorations. He said that it is very inconvenient for the patients to have to return to have the restorations recemented. He said that occasionally he has to remake the crowns. On (B)(6) 2013, received email from dentist with pictures and description attached: here is a list that has the different cases of failed crowns; I hope this will make some sense to you. There are a total of eight cases and a list attached. Please call me at the office if you have any questions or need to put the pictures with each certain case. Of the eight cases, only four listed as having gluma desensitizer. The others had calm-it. Case number 2, tooth number 18. Original delivery (B)(6) 2009 (pfg) rely-x & gluma. Recemented (B)(6) 2011. Reference MFR report number: 9610902-2013-00105.